Event description:
The user facility reported that anchor on the angio-seal device involved did not grip and was lost. There was a visual confirmation of the device showing the anchor missing. The procedure performed was a coronary angiography using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The event occurred during deployment. There was no testing performed to locate the anchor. The location of the anchor was in the patient's vessel, subcutaneous tissue. Since the anchor was more likely in the vessel, there was no medical or surgical intervention performed to remove the anchor. Manual compression was performed for twenty minutes. There was no relevant blood loss. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. One unused 6fr angioseal vip was returned for product evaluation. All accessory components were returned for evaluation. Upon visual analysis, there were no signs of damage or deformation on the returned components. No visual anomalies were noted. For functional testing, the device was deployed on the demo vessel model. The guidewire was inserted into the model, the hemostasis sheath was mated with arteriotomy locator, and the assembly was then inserted over the guidewire. The locator was then removed and the bypass tube and carrier tube were inserted into the hemostatic valve. The carrier tube assembly was inserted in slow increments until the sheath cap and device sleeve snapped together. The anchor and tip of the carrier tube were released as intended. The device was pulled back to the full rear lock position with colored bands on the sleeves clearly visible. The anchor posted to the sheath. Digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. Tamper tube was pushed and collagen was able to be tamped as intended. There were no functional anomalies noted with the device. The complaint cannot be confirmed since the actual complaint sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
A pre-deployment angiogram was not performed.